Event description:
It was reported that the patient's device reached elective replacement indicator (eri) prematurely in less than four years of use. It was noted that the patient had many appropriate atrial anti-tachycardia pacing episodes. The device was removed and replaced. Trend data also indicated a potential high threshold on the atrial lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis indicated normal depletion as the device met expected longevity.